Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that lead noise was observed. The patient did not have any related symptoms. The physician elected to continue monitoring the lead.

Event description:
New information received notes that the patient was stable and asymptomatic after the event.